Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a octaray, galaxy, 48p, 2-5-2-5-2, f-curve. After the end of the procedure, octaray was removed from the patient and a large thrombus was attached to the catheter. The activated clotting time (act) was in therapeutic level the whole time octaray was present in the left atrium (la). The octaray and the sheath was flushed with heparinised saline. A pressure bag was attached to the octaray flush. The flush was not obstructed. No ablation was performed on or close to the octaray. No patient consequences were reported.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, a picture was received for evaluation following biosense webster's procedures. Device investigation details: according to pictures provided by the customer, a thrombus was observed attached to the tip on a electrode. A manufacturing record evaluation was performed for finished device number 31077671l, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. Manufacturer's reference number: (B)(4).